Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, digestive tract reconstruction with cdh29a, after fired, half staples with b formation, other half staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.